Manufacturer narrative:
Comparison of technical and clinical outcome of transjugular portosystemic shunt placement between a bare metal stent and a ptfe-stentgraft device, j. Lauermann cardiovasc intervent radiol (2016) 39:547¿556. Device evaluated by manufacturer: the device was not received for analysis. The cause of the reported difficulties could not be determined. (B)(4).

Event description:
Reported via journal article that some patients enrolled in the study that received a wallstent experienced liver capsule perforation, stenosis/occlusion and hepatic encephalopathy. The aim of the study was to review patient¿s receiving a tips (transjugular intrahepatic portosystemic shunt) procedure. Patients were treated with a wallstent or a polytetrafuoroethylen stentgraft device.